Manufacturer narrative:
Continuation of medical devices: product ID 3093-33, lot# v013824, implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type lead . Information references the main component of the system. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 19-oct-2010, UDI#: (B)(4). Eval code-conclusion, eval code-result and eval code method apply to both (B)(4). This event was also reported under manufacturer report # 3004209178-2018-23136. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with implantable neurostimulators (ins) for urinary dysfunction/sacral nerve stimulation. It was reported by a health care physician (hcp) (who had called to inquire about MRI compatibility for an unrelated health issue) that the patient had devices removed on (B)(6) 2011 as the therapy wasn¿t working for the patient. The hcp noted, however, fragments of the leads remained and they ¿didn¿t come out fully.¿ the patient¿s records were then reviewed while the hcp was on the phone and the following information was given 0from the (B)(6) 2011 visit: ¿followed by interstim, followed by bilateral interstim and always seemed to have a little bit of benefit and then it quickly faded; at this point the patient had their interstim turned off for awhile and they turned it back on and reprogrammed the patient back in (B)(6) and they were back for follow-up and relayed no positive benefit.¿ the caller noted at that time the patient was feeling stimulation. The caller stated the physician notes and CT confirmed parts of the lead (bilaterally) remained in place. There were no medical symptoms present at the time of this report and there were no further complications reported/anticipated.